Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a recorded blood glucose of 242 mg/dl and an insulin cartridge showing 9 units remaining; during guided troubleshooting, the caregiver identified that the connector piece had not been correctly attached, after which insulin delivery was successfully resumed and glucose trended down to 230 mg/dl and later 136 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem and insufficient information about a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.